Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain readings. The customer did not experience any symptoms and was able to self-treat with insulin (type/dose unspecified. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.